Event description:
The following info was received with an indication the device was being used to treat or diagnose a pt at the time the event was observed. During pt set-up, the customer pressed the field light button on the hand control, and instead of switching on the light, the gantry started to move very slowly from the actual position (0 degrees) until 180 degrees, where it stopped. The complaint report noted that, at the moment of reporting, "it has been a single event."

Manufacturer narrative:
F/u investigations and evaluations of site-reported info and field svc activities are underway. The risk assessment performed on this event indicated the following: "there has been no injury reported. The complaint behavior may potentially results in a serious injury. There are emergency-off buttons installed and they have been used to stop the unintended gantry motion. According to the user manual, the therapist must supervise the pt treatment at all times and stop any unexpected motion of the sys before a pt is injured by moving parts." We became aware of this event on (B)(6) 2011, and this report is being mailed on (B)(6) 2011.